Event description:
Helix took 17-20 turns to extend at implant. High thresholds observed following day. Repositioning attempted, but lead would not move; twenty counterclockwise turns attempted. Pt presented with "pulling pain" complaint about a week later; possible perforation. Additional information received reporting intermittent capture.